Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set broke and the internal blue clamp of the transfer key came out, keeping the silicone line unscathed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photo was reviewed and showed the separation between the twist clamp and main body caused by a broken occluder foot beneath the twist clamp. There were no visible damage or cracks to the light blue main body. The reported condition was verified. The cause of the condition could not be determined. However, it is possible an over torquing of the twist clamp occurred. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.